Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter was implanted in a patient on (B)(6) 2013. The customer discovered a hole in the tubing extension and had to pull and replace the catheter. No patient injury or medical intervention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.